Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary cook was informed of an incident involving two ncircle tipless stone extractors. The baskets of the devices reportedly would not open before use during a flexible urs procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Two ncircle tipless stone extractors were returned for investigation. The first device was returned with handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was bowed, and there was a kink a at the distal end of the support sheath. The basket formation was smashed in appearance. Functional testing determined the handle doe not actuate the basket formation. The handle was disassembled during investigation. The basket formation could not be manually actuated either. The second device was returned with handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. There were kinks in the basket sheath 67cm, 78.4cm, 85cm, and 110cm form the distal tip. Two wires in the basket formation are crossed, giving the basket formation an asymmetrical appearance. Functional testing determined the handled does actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use provided with the device caution, "enclose the device in the sheath before removing from the tray/holder," and, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook has concluded that the cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a flexible ureteroscopy in the kidney using a n-circle tipless stone extractor, the device basket would not open. No adverse effects were reported due to the alleged malfunction.